Event description:
It was reported in a scientific article that the vns patient experienced a local infection and his device was removed as a result. No additional information is available.

Manufacturer narrative:
Abstract citation: penas, garcia, ruiz, mariluz. "Vagus nerve stimulation in pediatric epileptic syndromes.". Conclusion: vns is an effective and safety form of surgical therapy for selected pediatric patients with medically intractable epilepsy. It provides an alternative for the treatment of children with drug-resistant epilepsy who are not candidates for epilepsy surgery.